Manufacturer narrative:
Batch documentation has been reviewed, and no relevant deviations were registered. No earlier complaints registered for this lot. Examination of returned products from the user shows that the bottom weld of the packaging is missing. Process manager has investigated production data but no root cause for the deficiency could be found. Production controls including inspection of welds at order start, shift start and every 60 minutes are in place to detect problems like these. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
Product problem occurred outside us, in sweden. An experienced user of lofric sense contacted us, informing that around 20 products (primary packages) were poorly sealed, compromising the sterile barrier. The user put these products to the side and did not use them. She had other products available, without this problem, that she could use.